Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The peritonitis event was manifested by cloudy effluent. The cause of the peritonitis event was unknown. It was unknown if the patient was hospitalized for peritonitis. One day prior to the receipt of this report, the patient began treatment with fortum (1 g "od", for fourteen days, route not reported), imipenem (500 mg, twice daily, for fourteen days, route not reported), and fluconazole (200 mg "od", for twenty-one days, route not reported) for peritonitis. Ten days after the receipt of this report, the patient¿s peritoneal dialysis catheter was replaced and the patient¿s ¿fluid was reported to be clear.¿ treatment with fortum, imipenem, and fluconazole was ongoing. At the time of this report, the patient was recovered from the peritonitis event and dianeal therapy was ongoing. No additional information is available.